Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 400 mg/dl while wearing the pod for longer than 48 hours. Symptoms reported include headache and chest pain. The patients sensor had expired during wear so the patient had received an error for sensor values not received for over an hour. Once at the hospital emergency room the patient was treated with intravenous fluids as well as manual shots of insulin. The patient was at the emergency room for 3 hours. The following day the patients head was hurting and their blood glucose level had rose to 440 mg/dl while wearing the same pod. The patient went to the hospital emergency room and reports their blood glucose level had decreased by the time they reached the hospital. The patient was treated with intravenous fluids. The patient was a the emergency room for 3 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant.   This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone: lockdown. Cloud - omnipod 5 software app version: 3.1.1. Cloud - smartphone operating system: n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware: n5004l. Cloud - cgm sensor type: g6.